Event description:
It was reported that high impedance occurred with patient's implanted epicardial lead. Readings trended within normal limits day of implant, then increased following surgery. Elevated readings continued through two days post implant, when they began to trend lower. The implanted lead remains in use, with plan of care to include continued monitoring of patient's lead impedance pattern. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).